Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device verified the reported complaint. The se then replaced the breath delivery unit (bdu) printed circuit board (pcb) and uploaded the latest software revision. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator entered a ventilator inoperative condition. There was no harm to the patient as a result of this event. There was no report that the patient was transferred to an alternate device.